Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after the device was implant on (B)(6) 2019, prior to discharge the device was interrogated and the impedance and thresholds increased on the rv lead. Chest x-ray didn¿t show any change. The same evening the patient was taken to the operating room for an rv lead revision. A stylet was placed into the lead and repositioned. Revision was successful. The patient was taken to recovery.